Event description:
Call transferred from psr. Pt calling to report that her ms3 pump (B)(4) is ¿running longer than it should¿ and was informed by mdo that she should be doing her sqr changes every 72 hours. However patient states she has been waiting longer than 72 hours due to drug being left in the syringe. Patient was advised by mdo to contact pharmacy for new pump - hence calling. Dose verified and shipping address verified. Sending new pump. No other information available. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.